Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia leading to intervention and linx device explant. The linx device was used as part of the anti-reflux procedure. -uneventful anti-reflux procedure including device implant on (B)(6) 2016 by dr. (B)(6).-a chest x-ray was performed on (B)(6) 2017 showing the anatomy of the les to be in an incorrect position due to a large hernia; the patient's fundus and approximately 1/3 of the stomach were located in the chest cavity. The linx device was consequently oriented past vertical. -intervention (attempted removal procedure with used of a robot) was performed on (B)(6) 2017; a large hernia and tissues around the proximal stomach were dissected. A small perforation was made into the stomach and sutured closed. The case was abandoned after 4.5 hours as access to the device was obstructed by the herniation. -device explant due to severe dysphagia occurred on (B)(6) 2017 via a left thoracotomy approach by dr. (B)(6). The surgeon felt "the recurrent hernia was the cause of the dysphagia symptoms". -after removal, follow up with the patient determined that she is now able to eat.